Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that this right ventricular and atrial lead and cardiac resynchronization therapy defibrillator (crt-d), displayed oversensing that resulted in pacing inhibition. The device started charging, but diverted prior to shock delivery. It was unknown whether there was asystole greater than two seconds. A decision was made to replace the atrial and rv leads. When the atrial lead was disconnected, the set screw did not seem to loosen easily. The rv lead was removed and replaced, however the puncture was difficult. Due to the difficult puncture and as the patient with this system has a chronic atrial fibrillation (af) intrinsic rhythm, a decision was made to leave the chronic atrial lead. This device and right ventricular lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, two lead segments were received. The lead was returned severed at 150mm from the terminal in. Visual observation revealed the lead was deformed and the conductors were cut and insulation damage at 150 mm from the terminal pin. Blood and body fluid was noted throughout the rate/sense lumen. The medical adhesive was separated from the proximal end of the proximal spring electrode and the proximal spring was stretched. Detailed analysis performed revealed insulation abrasion through to the rate sense lumen at approximately 475-485mm from the tip. The abrasion is smooth and tends to spiral around the lead. Due to the location and type of damage this was likely caused by lead-on-lead contact coupled with movement.